Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was removed due to a staph infection. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.